Manufacturer narrative:
A ge rep evaluated the system and advised the customer on the method for saving images during a procedure to avoid this problem. The system operates as intended.

Event description:
The customer reported that the system had missing saved images. There was no pt injury or death reported.